Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain;"), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse"), migraine, rash ("frequent skin rashes") and alopecia ("hair loss;"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, back pain, menorrhagia, vaginal discharge, dyspareunia, migraine, rash and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, rash and vaginal discharge to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain;"), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse"), migraine ("migraines;"), rash ("frequent skin rashes") and alopecia ("hair loss;"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, back pain, menorrhagia, vaginal discharge, dyspareunia, migraine, rash and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, rash and vaginal discharge to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included bipolar disorder. Previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included congestive heart failure and pulmonary embolism. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced rash ("frequent skin rashes/rashes or skin type conditions-type") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/back pain"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines;"), pelvic pain ("pelvic pain/pain"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition") and skin disorder ("rashes or skin type conditions-type") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, back pain, menorrhagia, vaginal discharge, dyspareunia, migraine, rash, alopecia, vaginal haemorrhage and skin disorder had resolved and the allergy to metals, weight increased, pelvic pain, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal), blood or heart disorder/condition, nickel allergy, pain, weight gain, plaintiff did not undergo essure confirmation test and skin disorder. Concomitant and historical conditions were added. Historical drug was added. New reporters added. Plaintiff demography added. Product indication added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.